Manufacturer narrative:
(B)(4). A field service specialist visited the site and checked default settings. System meets all amo specifications application support specialist spoke with the account and visited the site to check arcuate incisions settings as well as ring settings. Technician reported that she was not sure what the surgeon uses for the rings and asked the ass to default the settings to the standard defaults. Technician said they have been using the flap settings and are happy where they are at. Both arc incisions and ring settings are now defaulted to original settings. Technician mentioned to ass that she as well as surgeon did preview the treatment and she did notice it looked different but wasn¿t quite sure since it had been so long since last arcuate incision treatment. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he wanted to do arc incisions and instead the system did an arc incision and also what appears to be a ring around it. He stopped the treatment after 5 seconds because he realized it was not correct as the ring was not desired by the surgeon. Patient is scheduled to come back at a later date for a re-treatment. Surgeon realized default settings for iek (intralase enabled keratoplasty) have not been put back on the system. Technician reported that patient is doing fine and no additional problems. Best corrected visual acuity (bcva) preop 20/20 and uncorrected visual acuity post op after (B)(6) arcuate incision treatment 20/20. No bcva taken yet.

Manufacturer narrative:
Additional information was provided: prescription in left eye -0.50 x +1.00 x 110 treatment programed at 40 degrees paired areas @110 and 290 x 535. The not desired ring treatment was mid stroma 360 degrees. New treatment plan developed and procedure done in left eye on (B)(6) 2015. Patient was seen on (B)(6) 2015 and refracted. Prescription in left eye +1.00 x -1.25 x 015.